Event description:
It was reported that the right ventricular lead was dislodged. X-ray confirmed that the lead had dislodged. The physician attempted to reposition the lead but due to the tissue in the helix the lead would not extend. The lead was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. A complete lead was returned in one piece with the helix found extended and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. After cleaning, the helix was able to retract and extend by applying torque directly to the connector pin. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue.